Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# unknown, implanted: (B)(6) 2018, product type lead; product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an external neurostimulator for non- obstructive urinary retention it was reported that the patient was having pain if she increased the stimulation and was also not feeling the stimulation. The patient decreased the stimulation and the pain went away. In addition, the patient reported that on the night of (B)(6) to (B)(6) her leads became partly dislodged. The patient's daughter was able to re-insert the leads and the patient was able to feel the stimulation. There were no further complications or anticipations reported with this event.